Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 150 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced underfill or low draw of a tube with blood which was noticed after use. The following information was provided by the initial reporter: less fill volume causes error in the result.